Event description:
The customer stated that a false nonreactive alinity I anti-hbc ii result was generated for a donor sample. The following data was provided. (B)(4). (B)(6)2022. Alinity I anti-hbc ii result: 0.96 s/co (nonreactive). (B)(4) (same sample thawed and retested). (B)(6) 2022. Alinity I anti-hbc ii result: 1.00 s/co (reactive). There was no information provided regarding whether the donor unit had been transfused.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
Additional information was provided on february 1, 2023. It was confirmed that the donation from donor sid (B)(4) was not transfused.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels on one instrument. The lots detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the lot is not adversely affected. Based on the investigation, no deficiency with alinity I anti-hbc ii reagent lot 40456be00 was identified.